Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. Additional information was requested but was not available. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to dissection, reoperation. As the event date is unknown, (B)(6) 2019 will be used as the event date.

Event description:
On (B)(6) 2015, this patient underwent an endovascular repair for a descending aneurysm using conformable gore® tag® thoracic endoprostheses. A tgu373720j device was implanted in the distal side and a tgu373715j was implanted in the proximal side. The procedure was completed without any issues. On date unknown, at the follow-up, a distal sine was confirmed. No comments were received from the physician on the cause of the event. On (B)(6) 2019, this patient underwent an endovascular repair. 2 conformable gore® tag® thoracic endoprostheses were additionally implanted in the distal side. The physician is monitoring the patient.